Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip does not show signs of usage; the fiber is broken within the white tubing, approximately 3 feet 11 inches from the connector, between connector and control knob; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; there are signs of melting of the white tubing at the location of the fracture of the fiber. Fiber card analysis: 100 joules; joule count does not match the warranty form information. Probable root cause: based on the device analysis, the probable root cause of the failure is: undetermined.

Event description:
It was reported that during a bph surgical procedure "fiber start flashing and was cracked or melted in the middle of fiber on white plastic." The fiber was exchanged and the procedure was completed. Patient outcome "ok" reported. No injury to the patient was reported.